Event description:
Baxter (B)(4) received a report than an infusor leaked from the fill port after filling. The device was filled with a solution of ropivacaine and saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Upon further investigation by baxter personnel, the root cause of the leak from the fillport was confirmed to be the black particulate matter found beneath the check-band. Analysis determined the composition of the particle to be consistent with an inorganic silicate filled with polyisobutylene. This material was generated by a needle or spike puncturing a vial stopper.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained approximately 130 ml of fluid in the reservoir. Visual inspection of the sample confirmed leak (backflow) coming out of the fill-port. The sample was subsequently disassembled for examination. As a result, a black particle (approximately 1.6 mm) was found under the check-band, which evidently had caused the backflow condition. The root cause is still under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.